Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The purge disc flag was found to be broken. The root cause of the issue was a broken purge disc flag.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the aic (automated impella controller) was not recognizing the purge disc during cassette change despite trying to two cassettes. The aic was exchanged. There was no patient harm.